Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was placed after the operation and the catheter fell out of the patient on the next morning. When 20 ml of fixed water was injected outside the patient body and water leakage was confirmed near the tip of the balloon. Per follow-up information received via ibc on 15-mar-2022, there was no visible damage observed to the returned sample.

Event description:
It was reported that the foley catheter was placed after the operation and the catheter fell out of the patient on the next morning. When 20 ml of fixed water was injected outside the patient body and water leakage was confirmed near the tip of the balloon. Per follow-up information received via ibc on 15mar2022, there was no visible damage observed to the returned sample.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. An amber 3 way foley catheter was returned unopened without its original packaging. Photo samples of the catheter were also returned. No damage to the catheter was noted. A photo of the catheter appearing to leak water was shown. The physical sample was evaluated. No damage to the catheter was noted. Using a luer lock syringe the catheter balloon was inflated with 50 ccs of di water. The balloon inflated concentrically without issue. After 5 minutes no leaks were noted. Using a luer lock syringe the balloon was deflated without issue. Product meets specification, per ip25.1 revision 45 as it would pass functional leak testing. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device was returned for evaluation. A DHR review was not required as the investigation was unconfirmed. Based on the results of the investigation no additional action is required at this time. As the reported event is unconfirmed a risk review and labeling review is not required. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.